Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had an unspecified insulin pump error during the middle of the night. The customer's blood glucose level was unknown at the time of the incident. The customer stated that they had to re-enter the time and date and do a rewind. The customer mentioned that they cant get back into auto mode. The device will not be returned for analysis.